Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia with diabetic ketoacidosis as the cannula was blocked and the needle on the tubing connector was bent. The patient was treated with manual correction and intravenous drip.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.